Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, iol became scratched during implantation. The iol was rotated so that the damaged area would be positioned upwards under the eyelid, to minimize discomfort for the patients and the lens remains implanted. Additional information has been requested but is not available at the time of this report. There are five medical device reports associated with this event. This report is for 5 of 5.